Manufacturer narrative:
This lead was abandoned, therefore boston scientific crm will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that this right atrial lead exhibited loss of capture for more than 6 years and dislodgement was suspected. This lead was surgically abandoned during a device changeout procedure. No adverse patient efffects were noted.